Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an unknown lesion. During the procedure, the shaft of the xience prox 2.75 x 23mm stent delivery system broke inside the guiding catheter. Another stent delivery system was used to successfully complete the procedure. There was no adverse patient health impact. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the sds during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.